Event description:
It was reported that the patient underwent an initial posterior fixation procedure. Subsequently, the patient reported symptoms of pain approximately five (5) months later and examination identified that both pedicle screws at s2 had fractured. A revision procedure was performed approximately six (6) months after the initial procedure to remove and replace the fractured screws. During the revision procedure, it was identified that both screws at s1 had loosened and fusion had failed to occur at the l5/s1 disc space. The screws at s1 were removed and replaced. No further patient impact was reported. No additional information was available. Report 1 of 4.

Manufacturer narrative:
The reported event was confirmed by review of the radiograph images. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. Information regarding the patient's bone quality or post-operative activity levels was not provided. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union...". "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant...". "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...". "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques...". If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.